Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (06/09/2011)-device evaluation: the lay user/patient's meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011, alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information from the customer care advocate (cca). The patient had exhibited symptoms of feeling sweaty, trembling and confused around (B)(6) 2011. The patient does not recall what readings she had obtained prior to the symptoms. Due to the alleged readings she had obtained on (B)(6) 2011, she contacted her physician for assistance and advised her to adjust her insulin dosage and to eat carbs. She was advised to reduce her novorapid insulin and to increase the solostar lantus insulin once a day. Symptoms lasted from (B)(6). The patient mentioned that on (B)(6) 2011, the patient tested on their meter and obtained an 8 mmol/l and on their friend's meter obtained a 2.2 mmo/l. She was already exhibiting the symptoms at the time of testing. The time difference between the 2 readings was within 5 minutes from one another. The patient self-treated with glucozade. It was noted that on (B)(6) 2011 at 12:15am, she obtained a 21.6 mmol/l on her meter after 16 hours of fasting and felt that the reading was inaccurate. The patient doesn't feel that the meter contributed to her symptoms; however, is considered that the meter is not consistent on how she feels. A quality control test was not done since the patient does not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, the patient developed symptoms suggestive of a serious injury and at one point had to self-treat with glucozade for a result of 2.2 mmol/l on a friend's meter.